Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Did the jada device stop control the bleeding? No [device ineffective] patient with jada system had bleeding around the seal and clotting in the inner loop/nurse manager reported quality issue for jada system but does not have details [device occlusion] case narrative: this initial spontaneous report originating from the united states, was received from a nurse manager via clinical account specialist (cas) referring to a non-pregnant female patient of an unknown age. The patient's concurrent condition included hypothyroidism and primigravida. The patient's concomitant medications were not reported. This report concerned 1 patient and 1 device. The nurse reported that patient had vaginal delivery (historical condition). It was patient's first pregnancy, and she was admitted in active labor at 38 weeks 4 days of gestation. The patient had an epidural in place (historical condition) and received carboprost trometamol (hemabate) twice, methylergometrine maleate (methergine), tranexamic acid (reported as txa) and three units of packed red blood cells. There was no suspected cause of post-partum hemorrhage listed in the documents available. When the bleeding did not stop, patient was taken to operating room and vacuum-induced hemorrhage control system (jada system) was placed after losing approximately 1000 milliliter (ml) of blood. On 24-mar-2023, the patient was started on vacuum-induced hemorrhage control system (jada system) (lot# and expiry date were not reported) via intravaginal route for postpartum hemorrhage. However, vacuum-induced hemorrhage control system (jada system) had bleeding around the seal and clotting in the inner loop. This was the providers first time using the vacuum-induced hemorrhage control system (jada system) device, they had previously been trained and used ultrasound to confirm placement. The patient continued to bleed with large clots and the provider performed a second ultrasound which confirmed placement. The cas said the nurse manager reported quality issue for vacuum-induced hemorrhage control system (jada system) but did not have details (device occlusion). The vacuum-induced hemorrhage control system (jada system) did not control bleeding (reported as did jada stop control bleeding no) (device ineffective). The patient sought medical attention. The patient was then taken to the operating room for a dilation and curettage and returned with a bakri in place. The patient was not admitted to the intensive care unit. The estimated total blood loss was close to 2000 ml. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review, the events device ineffective was determined to be serious due to following reason: medically significant and required intervention. Medical device reporting criteria: serious injury FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). FDA code: (health effects - health impact per annex f): 4624 one or more surgical procedures was required, or an existing procedure changed. Follow up information was received from the nurse on 11-apr-2023. The lot number for vacuum-induced hemorrhage control system (jada system) device was reported as (B)(4) and expiration was 09-may-2025. This is the final report. Executive summary: complaint sample is not available for investigation. Review elements of the event included lot record package (DHR), non-conformances, manufacturing controls, CAPA log and complaint trends. The device is assembled per specifications where in-process and final inspections are conducted by trained personnel. In process and finished product testing is performed and approved prior to release. Based on the information received, there is no indication that the device malfunctioned. If the complaint sample becomes available, this complaint will be re-opened and additional investigation may be performed.

Event description:
Did the jada device stop control the bleeding? No [device ineffective]. Patient with jada system had bleeding around the seal and clotting in the inner. Loop/nurse manager reported quality issue for jada system but does not have details [device occlusion]. Case narrative: this initial spontaneous report originating from the united states, was received from a nurse manager via clinical account specialist (cas) referring to a non-pregnant female patient of an unknown age. The patient's concurrent condition included hypothyroidism and primigravida. The patient's concomitant medications were not reported. This report concerned 1 patient and 1 device. The nurse reported that patient had vaginal delivery (historical condition). It was patient¿ first pregnancy and she was admitted in active labor at 38 weeks 4 days of gestation. The patient had an epidural in place (historical condition) and received carboprost trometamol (hemabate) twice, methylergometrine maleate (methergine), tranexamic acid (reported as txa) and three units of packed red blood cells. There was no suspected cause of post-partum hemorrhage listed in the documents available. When the bleeding did not stop, patient was taken to operating room and vacuum-induced hemorrhage control system (jada system) was placed after losing approximately 1000 milliliter (ml) of blood. On (B)(6) 2023, the patient was started on vacuum-induced hemorrhage control system (jada system) (lot# and expiry date were not reported) via intravaginal route for postpartum hemorrhage. However, vacuum-induced hemorrhage control system (jada system) had bleeding around the seal and clotting in the inner loop. This was the providers first time using the vacuum-induced hemorrhage control system (jada system) device, they had previously been trained and used ultrasound to confirm placement. The patient continued to bleed with large clots and the provider performed a second ultrasound which confirmed placement. The cas said the nurse manager reported quality issue for vacuum-induced hemorrhage control system (jada system) but did not have details (device occlusion). The vacuum-induced hemorrhage control system (jada system) did not control bleeding (reported as did jada stop control bleeding no) (device ineffective). The patient sought medical attention. The patient was then taken to the operating room for a dilation and curettage and returned with a bakri in place. The patient was not admitted to the intensive care unit. The estimated total blood loss was close to 2000 ml. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review, the events device ineffective was determined to be serious due to following reason: medically significant and required intervention. Medical device reporting criteria: serious injury. FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). FDA code: (health effects - health impact per annex f): 4624 one or more surgical procedures was required, or an existing procedure changed. Follow up information was received from the nurse on 11-apr-2023. The lot number for vacuum-induced hemorrhage control system (jada system) device was reported as 1070332 and expiration was 09-may-2025.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Manufacturer narrative:
Based on the information we have received, there is no indication that the device malfunctioned. The device is assembled according to specifications. In process and finished product testing are performed and approved prior to release.

Event description:
Did the jada device stop control the bleeding? No [device ineffective] patient with jada system had bleeding around the seal and clotting in the inner loop/nurse manager reported quality issue for jada system but does not have details [device occlusion] . Case narrative: this initial spontaneous report originating from the united states, was received from a nurse manager via clinical account specialist (cas) referring to a non-pregnant female patient of an unknown age. The patient's concurrent condition included hypothyroidism and primigravida. The patient's concomitant medications were not reported. This report concerned 1 patient and 1 device. The nurse reported that patient had vaginal delivery (historical condition). It was patient¿ first pregnancy and she was admitted in active labor at 38 weeks 4 days of gestation. The patient had an epidural in place (historical condition) and received carboprost trometamol (hemabate) twice, methylergometrine maleate (methergine), tranexamic acid (reported as txa) and three units of packed red blood cells. There was no suspected cause of post-partum hemorrhage listed in the documents available. When the bleeding did not stop, patient was taken to operating room and vacuum-induced hemorrhage control system (jada system) was placed after losing approximately 1000 milliters (mls) of blood. On (B)(6) 2023, the patient was started on vacuum-induced hemorrhage control system (jada system) (lot# and expiry date were not reported) via intravaginal route for postpartum hemorrhage. However, vacuum-induced hemorrhage control system (jada system) had bleeding around the seal and clotting in the inner loop. This was the providers first time using the vacuum-induced hemorrhage control system (jada system) device, they had previously been trained and used ultrasound to confirm placement. The patient continued to bleed with large clots and the provider performed a second ultrasound which confirmed placement. The cas said the nurse manager reported quality issue for vacuum-induced hemorrhage control system (jada system) but did not have details (device occlusion). The vacuum-induced hemorrhage control system (jada system) did not control bleeding (reported as did jada stop control bleeding no) (device ineffective). The patient sought medical attention. The patient was then taken to the operating room for a dilation and curettage and returned with a bakri in place. The patient was not admitted to the intensive care unit. The estimated total blood loss was close to 2000 mls. The availability of vacuum-induced hemorrhage control system (jada system) was unknown. Upon internal review, the events device ineffective was determined to be serious due to following reason: medically significant and required intervention. Medical device reporting criteria: serious injury FDA code: (health effects - health impact per annex f): 4641 unexpected medical intervention (patient required an unforeseen medical intervention, excluding surgery, which was not on the original treatment plan). FDA code: (health effects - health impact per annex f): 4624 one or more surgical procedures was required, or an existing procedure changed. When the lot number is unknown, a technical investigation of the specific manufacturing process which includes review of records associated with a known lot number cannot be performed.